Event description:
It was reported that a patient was revised to address two migrated xia 3 blockers approximately three months after implantation. This report captures the second of the two migrated blockers.

Event description:
It was reported that a patient was revised to address two migrated xia 3 blockers approximately three months after implantation. This report captures the second of the two migrated blockers.

Manufacturer narrative:
FDA registration number is 3005525032 spine (switzerland). H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.